Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Event 1 of 2. Ortho care received data from the customer in support of a previously documented concern against the accounts ((B)(4)-false negative with anti-igg card on vision) and (B)(4) (provue gel camera misread). Within that data, false negative results were identified with a patient known to contain anti-e by the manual gel method. This happened during the customer's validation testing between the vision, provue and manual gel testing. Issue started on: 01-23-2017, frequency: x2. (B)(6). Ortho care was able to confirm that no incorrect or erroneous results were reported as a result of this reported concern. Concern associated to validation testing. No other specific details provided by the customer. Customer requires no additional follow up. Customer has agreed to contact ortho care if any additional questions or concerns arise regarding this reported event. Customer satisfied with discussion. Ortho care received the data reflecting the reported concern via mail.